Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08978 and 2134265-2016-08983. It was reported that stent thrombosis and stent damage occurred. Two synergy stents were implanted and was undersized. A rebel stent was then implanted to make the previously implanted stents bigger. However, approximately five to ten days later, the patient returned with stent thrombosis. Upon attempting remove the thrombus mechanically, one of the stents was deformed. No further patient complications were reported.